Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and suffered cardiac tamponade requiring pericardiocentesis. Additional information was received 3/17/2019,indicating patient age of 78 years, gender male, and weight of 56 kg was provided. Sections of this report have been updated. The physician had at least one electrocardiogram signal available to monitor patient heart rhythm as body surface electrocardiogram at polygraph was available. No additional medical or surgical intervention was required and the patient's outcome was improved. No error messages were observed on biosense webster equipment during the procedure. The physician¿s opinion on the cause of this adverse event was that it was procedure related. Manufacture ref no: (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. A manufacturing record evaluation was performed for the finished device and no non-conformance's was found during the review. Concomitant medical products: carto 3 system (model#fg-5400-00k, serial#(B)(4)). Manufacture ref no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and suffered cardiac tamponade requiring pericardiocentesis. During the procedure the body surface electrocardiogram could not be displayed on the carto and electrophysiology lab systems. The cable was changed but the issue remained. The issue was resolved by rebooting the patient interface unit and work station. After that, the body surface electro-cardiogram (ECG) was displayed normally. The body surface signal loss and no ECG signal has been assessed as not reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. Later in the case, while mapping in the right atrium with the use of the stsf catheter, it was noted that the contact force was too strong in several points and the patient¿s blood pressure dropped. The remainder of the procedure was aborted. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. The patient was reported to be in stable condition after pericardial drainage. There¿s no information regarding extended hospitalization and physician causality opinion. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.